Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 3.1 had hardware issue. A field service engineer shutdown the device, replaced position sensor in drawer 3.1 and rebooted the device to resolve the issue. Further, the fse confirmed that the customer logged in and successfully and inventoried the medication in the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary majority of the time it did not register as opening. As a result, the cubies did not pop open either. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.